Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (disease progression; aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; aortic neck dilatation); device failure/lack of effectiveness related to patient condition (disease progression; aortic neck dilatation).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and v essel morphology from the time of implant were not reported. Currently the aneurysm is 6.4 cm in diameter. Currently the aortic neck diameter at the renal arteries is 30 mm in diameter, due to disease progression resulting in aortic neck dilatation. The aortic neck has approximately a 40 degree angulation. A recent CT revealed that the stent graft has migrated 1 cm below the renal arteries with a proximal type I endoleak present. The physician elected to implant a 32x32x49 endurant aortic cuff proximal to the aneurx bifurcated stent graft. The migration and the proximal type I endoleak were resolved. No additional clinical sequelae were reported and the patient is fine. The exact date of the event is unknown.